Manufacturer narrative:
One cadd solis vip pump was received with a damaged battery door. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be confirmed. The device alarmed error code 41541 with a red screen during power up. The error code 41541 indicates a problem with the latch lock optic flex sensor or a microprocessor board issue. In this case, the device was opened for further investigation and it was found that the microprocessor board malfunctioned causing the pump to alarm. Therefore, the microprocessor board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 41541. The issue was discovered during testing and there was no patient involvement.